Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a small blister over the ICD pocket incision site was found. Physician suspects infection. The system was explanted and replaced.